Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported a (B)(6)-old male patient received insulin injections via a prefilled pen (kwikpen) for treatment of diabetes and after starting treatment had some pens that were defective. The patient used all the pens a couple of times, then the dial became hard to turn and the dial stopped before zero when giving self injections. On an unknown date a complete dose might not have been received.